Event description:
The neuro monitoring person, informed the whole team, that there is something wrong in the et tube. Difficulty in reading the monitor. However, on the anesthesia side there is no problem. The neuro monitor person gave this notice at close of surgery.